Event description:
It was reported that the physician performed a revision procedure on the xiphoid incision site for a suspected infection. Infectious tests were performed at the hospital and the electrical parameters of the system were good. The system remains implanted and in service and the patient was stable was stable with no additional consequences.